Event description:
It was reported that after both pipelines could not be released from the capture coil during deployment and were removed from the patient.no patient injury reported.same event as MDR# 2029214-2012-00353.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded.model# and lot# of other pipeline involved:model# fa-71475-30; lot# ap12-019; dom: 04/09/2012; exp: 04/09/2015.(B)(4).